Event description:
It was reported that during a lap chole procedure, on the 3rd or 4th firing clips were pear shaped formation. The apec part of the clip did not fully close on the cystic artery. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
D4; h4, 6: into anticipated, but unavailable at this time.